Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 505 mg/dl. Customer stated that he was vomiting had diarrhea and excessive dry mouth prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.